Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed lost sensor. Customer's blood glucose reading at the time of the incident was 420 mg/dl. Customer also reported that she is experiencing low blood glucose levels. Customer stated that she had a low blood glucose level of 34 mg/dl. Customer stated that the pump is not communicating with the transmitter. Replacement product is being sent.